Event description:
It was reported by customer that "IV blew apart while injecting saline flush" verbatim: complaint via email. Email(s) attached medical device problem report to vendor request for lot/complaints review alberta mdip # 15546 device available for investigation: no please see the below device problem report. No serious harm was reported. Unfortunately, the device is not available for investigation. A production lot review (when lot number provided) and a summary report of complaints, problems and incidents (including level of harm) associated with this device is requested, to be provided within ninety (90) days. Next steps ¿ your actions please reference the alberta mdip (indicated above) in all communication associated with this mdip and copy me in all communication. Provide your file/reference number for this mdip report. Please send me the final report and copy the primary clinical contact and manager (see names below), as well as (B)(6). Provide replacement or credit details as appropriate and advise once credit or replacement has been completed. Please do not reach out with automated, redundant or unnecessary questions about the problem, event or device. Should you require information that has not already been provided in order to help the investigation and/or improve the device or its manufacturing, please send me those specific questions. Ongoing feedback about this device will be tracked and trended. Should additional important information about this device or problem become available, this information will be shared with you. Thank you for participating in the alberta medical device safety incident or problem reporting and investigation process. Please contact me if you have any questions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.